Event description:
The complainant stated that the caster wheels are rolling in the brake position when the casters are perpendicular to the bed, but would not move when parallel to bed.

Manufacturer narrative:
The tech isolated the issue to worn casters. He replaced the four casters to repair the bed.